Manufacturer narrative:
Event date: estimated as (B)(6) 2021 as the published date for the article is noted as 02/09/2021. Implant date: estimated as (B)(6) 2021 as the published date for the article is noted as 02/09/2021. (B)(6). Literature citation: prabhakar bhat s, patel n r, sethi n (february 09, 2021) successful watchman device placement despite left atrial appendage perforation in two cases. Cureus 13(2): e13251. Doi 10.7759/cureus.13251.

Event description:
Reported via journal article. It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral vein access was gained and a 5-french angled pigtail catheter was inserted. Injection of contrast confirmed the satisfactory position of the pigtail catheter at the laa orifice. Upon further advancement of the sheath, a slight staining of the pericardium was noticed, which worsened over the next few minutes. To prevent further progression to frank pe, the decision was made to deploy the watchman device. Satisfactory hemostasis was obtained. Transesophageal echocardiogram showed satisfactory results with trace pericardial effusion and minimal peri-device leakage. The patient tolerated the procedure well. The next day a limited 2-dimentional transthoracic echocardiogram revealed trace pe without evidence or cardiac tamponade. The patient was discharged on aspirin and coumadin. At the 45-day follow-up, tee revealed a well-seated watchman device with a superior leak of less than 1mm in width. No pe was visible.